Manufacturer narrative:
H.6 investigation summary: bd had not received samples or photos for investigation. Therefore, 29 retention samples of each lot from bd inventory were evaluated by functional testing. No issues were observed relating to stopper pop off on lot 2326062 as all samples met specifications. However, testing on the 29 retention samples from lot 2348967 duplicated the alleged defect of stopper pop off. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode stopper pop off and exposure for lot 2326062, but is confirmed for stopper pop off and exposure with respect to lot 2348967. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® serum blood collection tubes customer reports that the cap of the tube has come off, thus leakage had occurred. The following information was provided by the initial reporter. The customer stated: it was reported by customer that item # 367812, lots 2326062 & 2348967 had issues with exposure to pathogens in blood. The cap of this tube has come off on more than one occasion, causing several incidents.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: d.4. Medical device lot #: 2326062; d.4. Medical device expiration date: 31-03-2024; h.4. Device manufacture date: 22-11-20222. D.4. Medical device lot #: 2348967; d.4. Medical device expiration date: 30-04-2024; h.4. Device manufacture date: 14-12-2022.

Event description:
It was reported when using the bd vacutainer® serum blood collection tubes customer reports that the cap of the tube has come off, thus leakage had occurred. The following information was provided by the initial reporter. The customer stated: it was reported by customer that item # 367812, lots 2326062 & 2348967 had issues with exposure to pathogens in blood. The cap of this tube has come off on more than one occasion, causing several incidents.